Event description:
Caller reported occlusion alarms. There was no adverse impact to the customer's blood glucose level. Customer attempted to resolve the issue by changing the cartridge, however, ultimately reverted to an alternate method of insulin therapy.